Manufacturer narrative:
Pump received with stuck motor error alarm loop during bolus delivery due to faulty fsr (gold). The motor was tested outside the device and passed. Pump passed displacement test, rewind test, basic occlusion test and prime/a33 test. E70 error alarm was not confirmed in the history file due to overwritten history file. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had motor error alarm. Customer reported that the drive support cap appears normal. Customer did not report motor position encoder error. Insulin pump alarm history contains more than one motor error alarm within a 30 day period. Customer was able to clear the alarm. Customer was able to complete pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.